Event description:
Patient's son contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient's son did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device wasn't returned, but the receiver that was used with the device has been received for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, receiver ((B)(4)/lot number 5197675) was visually inspected and no defect was found. A review of the receiver data log observed a hardware error code. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a hardware component failure.